Manufacturer narrative:
(B)(4). This event is still under investigation. The follow-up report will be sent by (B)(4) 2011.

Event description:
The customer reports that fluoroscopy keeps failing in the middle of a case. The problem is intermittent. Where there is no fluoroscopy, if the system is reset or the doctor waits for several minutes, the fluoroscopy comes back.